Event description:
It was reported that air bubbles were observed with multiple cartridges within the cartridge tubing. Customer performed a supply change to address the issue. There was no adverse impact to the customer's blood glucose level.